Event description:
It was reported that during the medical procedure the delivery catheter of the stent system (subject device) could not be pulled and the hypo tube of the subject stent system got bent and broken. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1: product problem - corrected - no product problem. D4: expiration date ¿ added. D4: gtin ¿ updated. D9: product available to stryker - updated. D9: returned to manufacturer on ¿ updated. H1: type of reportable event - corrected - no malfunction. H3: device evaluated by mfg ¿ updated. H4: manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received loaded within the device. A guidewire was returned within the device. The proximal end of the stent stabilizer was kinked/bent. The delivery catheter was stretched. The device was flushed, and blood was present within the system. The stent stabilizer could not be advanced through the delivery catheter. The stent was removed by pulling the distal tip of the stent stabilizer out from the delivery catheter. The stent was noted to be intact. All four marker bands were present on both ends of the stent. The stent stabilizer was removed from the delivery catheter; resistance was noted at the damaged/stretched point of the delivery catheter. The delivery catheter was noted to be flat/crushed at multiple points. The guidewire could not be removed from the stabilizer due to the kinks/bends in the stabilizer. The stabilizer was noted to be stretched at the distal tip. During functional inspection, it was noted that the stent stabilizer was unable to be advanced within the delivery catheter, and the stent was not able to be deployed as normal. A 0.032" mandrel was unable to be advanced past the damaged section at the proximal end of the outer catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent stabilizer broken/fractured during use' was not confirmed during inspection. The reported events 'stent delivery catheter friction' and 'stent stabilizer kinked/bent' were both confirmed, and the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush is reported to have been set up and maintained throughout the clinical procedure. It was reported that 'although the subject stent was guided to the lesion, the delivery catheter could not be pulled, and the hypo tube got broken/bent. The system was retrieved and replaced with a non-stryker device, and the procedure was completed successfully'. The stent was returned for analysis and still loaded inside the outer catheter (delivery catheter). Once the system was flushed (during which blood was noted, suggesting that insufficient flushing might have been a contributory factor in the case of this complaint), the stent was deployed (by pulling the dual taper tip distally) and noted to be undamaged. The stent delivery catheter was returned and was noted to be damaged (stretched) towards the proximal end and flat/crushed towards the distal end of the device. The proximal end of the stent stabilizer was significantly kinked/bent but was not broken/fractured as reported. It was not possible to remove the stabilizer from the outer catheter due to the damage noted to the outer catheter. During this attempt, friction/resistance was noted between the inner and outer catheter. In addition, when the guidewire (which was returned inside the stabilizer) was attempted to be removed from the stabilizer, friction/resistance was noted between the guidewire and the stabilizer. It is not clear why/when the delivery (outer) catheter got flattened. This initial damage most likely triggered a cascade of additional damage to the stent system. Damage to the proximal end of the stabilizer is likely to have occurred due to the difficulty experienced when attempting to deploy the stent through the damaged outer catheter. Additional damage to the proximal end of the outer catheter also most likely occurred during these attempts. Based on the review of all available information, the reported events 'stent delivery catheter friction', 'stent stabilizer kinked/bent' and the analyzed events ¿stent delivery catheter friction¿, ¿stent delivery catheter stretched¿, ¿stent delivery catheter flat/crushed¿, ¿stent stabilizer kinked/bent¿, ¿stent stabilizer deformed¿, ¿stent stabilizer/catheter friction¿, ¿stent stabilizer/guidewire friction¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. A lack of sufficient continuous flush may have also complicated this. The reported event 'stent stabilizer broken/fractured during use' will be assigned not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the medical procedure the delivery catheter of the stent system (subject device) could not be pulled and the hypo tube of the subject stent system got bent and broken. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.